Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was over 500 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.